Event description:
Pt was revised due to dissociation of the talar component from the tibial component causing the screws to break. The screw is a competitor's product.

Event description:
Legal received a call from a pt who claims they are scheduled for a revision of their ankle due to "the talar component is laying over to the side and over on the foot and the screw is broke."